Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s setting adjustments staying for a couple of days and then reverting back to their previous settings was not determined. No actions were taken to resolve this issue as the patient cancelled their appointment. However, it was indicated that the issue was resolved. It was indicated that the patient was given access to the pulse width and rate so that they could make adjustments as needed to resolve the issue of them hurting in a lot of different areas between their feet and legs. It was indicated that the issue of the patient hurting in a lot of different areas between their feet and legs was resolved. The patient weighed (B)(6) at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had complex regional pain syndrome (crps) and respiratory distress syndrome (rsd). The patient had a lot of different areas that hurt between their feet and legs, which was the reason their ins was implanted. It was indicated that the patient had access to control the ¿usec and rate to address these areas¿. The patient claimed that they would change the rate and it would stay for a couple of days and then revert back to where it was. Technical services reviewed that when changing the rate the patient was changing the device rate. The caller noted that the baseline hz was 13 and the patient would changed from time to time. The patient was following up with the rep this coming tuesday. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.